Event description:
Healthcare professional reported left side "periprosthetic fluid accumulation," "tissue thickening," "anaplastic large cell lymphoma cd30+ alk- likely associated with breast implant (bia-alcl)." The device has been explanted.

Manufacturer narrative:
Fi summary (further investigation): the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2291964 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However the lymphoma alcl event is unable to observe as it is a medical event, therefore is not confirmed. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and bia-alcl.

Event description:
Healthcare professional reported left side "periprosthetic fluid accumulation," "tissue thickening," "anaplastic large cell lymphoma cd30+ alk- likely associated with breast implant (bia-alcl)." The device has been explanted.